Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 288 (mg/dl). A bolus was delivered to address bg levels. During system check with tandem technical support, an air bubble was noted in the infusion set cannula and their continuous glucose monitor needed calibrating. Customer changed infusion site, filled cannula and calibrated monitor.